Event description:
Allegation received that a 4mm hole was burned in the post auricular cartilage, while using a dermabrader bit without a bur guard on a medium speed drill. Unable to classify degress of burn, information received did not identify if burn was thermal or mechanical. Instruction manual advises using a bur guard when using a bur. Unable to verity product problem as the device was not returned to be evaluated.